Event description:
It was reported by a follow-up nurse that the device was unable to be interrogated. There were no green lights on the programming head, and no patient alert with magnet application. The device was subsequently explanted and tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.